Event description:
A (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The customer questioned the result. The patient sample was sent out to be tested on an alternate method. The result for (B)(6) was (B)(6). The customer received a second sample from the same patient. The patient sample was tested for (B)(6) and the result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.